Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-17420. It was reported that the patient presented with far r-wave oversensing that led to inappropriate automatic mode switch episodes on the pacemaker. Upon interrogation, the right atrial lead exhibited loss of capture. Programming changes were made. The patient experienced no adverse consequences.